Manufacturer narrative:
Physio-control performed extensive testing on the device but was still unable to duplicate the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event their device would not power on. The customer stated that they made multiple attempts to power the unit on, and that the red service led would flash and that the green led lights for the charge and battery were lit, but nothing was on the device display. A backup device was used with little delay (approximately 30 seconds) and there were no adverse effects to the patient reported as a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to verify, nor duplicate, the reported failure.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.